Event description:
The surgeon reported that his patient had a postoperative hyphema after exercise. Iop was reported to be 30 mmhg (no baseline provided for comparison). The patient was seen on (B)(6) 2015 and iop on maximal medical therapy was 38 mmhg and the hyphema resolved. The surgeon suspects the iop elevation is due to a short-term steroid response in addition to his challenge to the angle due to red blood cells. Additional information has been requested.

Manufacturer narrative:
The stent remains implanted in the patient and is not available for evaluation. The device identifiers have been requested. Hyphema and elevated iop are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).